Event description:
While preforming a circumcision using a plastic bell device. During the placement of the [invalid] onto the device the bell shifted and subsequently the [invalid] moved from the bell and tightened onto the penis. This resulted in a partial amputation of the penile glans. Follow up: based on his investigation and observations, the weebell did not malfunction.